Event description:
The fse reported there was a motion error that caused a loss of motorized movements. The system would be effectively usable. This is a reportable event. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the motor control circuit board and the remote user interface (joystick) console. The system operates as intended.